Event description:
The customer reported a blood glucose of 260 mg/dl and that the cannula was bent and kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.